Event description:
The customer reported that the aim system was alarming, indicating it was unable to detect the interface. It asks to change the hematocrit. After the operator changes the hematocrit, it again asks to change the hematocrit, and after this, the operator changes it to semiautomatic mode. Almost 5 minutes from this some red blood cells (rbcs) go through the plasma outline channel. The patient went into atrial fibrillation during the procedure. Patient information is not available at this time. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or serious injury occurred.

Event description:
The patient has been reported to be ok.

Event description:
It was also reported that the patient had experienced elevated blood pressure and atrial fibrillation during tpe procedure on the optia.

Manufacturer narrative:
(B)(4). Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The service rep investigated the problem on site, but did not identify any problems to cause the reported patient issues. After troubleshooting with terumo (B)(4) global support, the problem was corrected by disconnecting and reconnecting the ethernet cable between the system computers. The functionality of the system was verified and the machine was returned to service. A procedure was also observed to confirm that the system was operating properly. Run data logs were analyzed for the runs in which the patient problems were reported. Analysis did not identify any potential fluid imbalance problems during either procedure. No problem could be found that would explain the reported patient effects. An internal risk assessment did not identify atrial fibrillation as a potential risk associated with apheresis procedures. Input from the internal terumo (B)(4) medical scientific liaison, indicates no known way in which apheresis can cause atrial fibrillation. If a patient has the condition already, then it is possible that elevated blood pressure can trigger an episode. An internal risk assessment discusses factors that can cause blood pressure to rise in an apheresis procedure. Increasing patient fluid volume is mentioned as the potential mechanism for blood pressure to rise. No evidence in these cases indicate any changes in patient fluid volume resulting from the procedures. The optia has multiple safety systems designed in to monitor fluid balance and mitigate the risk of hypervolemia that could lead to adverse patient effects. Root cause: the root cause of the reported patient reactions could not be determined. Potential fluid imbalance issues as a trigger for the blood pressure rise or atrial fibrillation were investigated in the run data log analysis, but no fluid balance discrepancies were identified. The root cause of the aim system errors appears to have been related to an intermittent connection of an ethernet cable in the optia.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation: the run data files were analyzed for this event. The rdf shows a failure of the aim system. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.